Manufacturer narrative:
Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: test strip issue.

Event description:
Consumer complaint of hi blood glucose test results. Expected non-fasting blood glucose test result range is 110 to 150 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of hi and hi. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 09/24/2017 and open vial date is (B)(6) 2015. Recall test results performed non-fasting from meter memory: (B)(6). Adverse event not reported.